Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer performed a pump reset to address the issue. Customer's blood glucose level was between 108-150mg/dl. Reportedly the customer continued to use the pump for insulin therapy.